Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.¿ clinical investigation: based on the available information, there is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) related to a fresenius device(s) and/or product(s) occurred warranting further investigation. Furthermore (per the knowledge of this reviewer), the patient resumed utilizing the same liberty select cycler at home, without any reported issues of device malfunction or deficiency.

Event description:
On (B)(6) 2021, fresenius became aware this (B)(6)-year-old (B)(6) male peritoneal dialysis (pd) patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) discontinued ccpd therapy due to chest pain. Follow-up with the patient confirmed they discontinued treatment on (B)(6) 2021, to go to the hospital due to chest pain. The patient stated they took many tests (specifics not provided), however they did not find anything abnormal. They treated the patient for heartburn (specifics not provided), observed them for several hours in the emergency room, and released them later the same day in stable condition. The patient stated they have recovered from the events.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On 27/aug/2021, fresenius became aware this 66-year-old ((B)(6) 1954) male peritoneal dialysis (pd) patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) discontinued ccpd therapy due to chest pain. Follow-up with the patient confirmed they discontinued treatment on (B)(6) 2021, to go to the hospital due to chest pain. The patient stated they ¿took many tests¿ (specifics not provided), however they did not find anything abnormal. They treated the patient for heartburn (specifics not provided), observed them for several hours in the emergency room, and released them later the same day in stable condition. The patient stated they have recovered from the events.